Manufacturer narrative:
Device was used for treatment, not diagnosis. Device in an instrument and is not implanted/explanted. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received at an affiliate manufacturer site on march 12, 2014. This information was not unknown when the initial medwatch 89839 was submitted. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the standard insertion handle was discovered broken during sterile processing as the tray was being put back together. It was reported that the little tooth on the end of the handle which secures the nail is broken. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product development evaluation reported the standard insertion handle was received with multiple hammer marks on the bottom side of the handle. The proximal ends tab where the handle engages to the implantable nail is broken off. The handle is part of titanium lateral entry femoral recon nailing- system and it is used in the insertion of the femoral nail-ex procedure. The information is provided per the titanium lateral entry femoral recon nailing technique guide j7611-a. The returned standard insertion handle (lot# 1592560) was manufactured on march, 2007 and is 7 years old. The standard insertion handle was received with multiple hammer marks on the bottom side of the handle. The proximal ends tab where the handle engages to the implantable nail is broken off. There are hammer marks on top of the device and scratches consistent with normal use and the etching on the side of the handle is fading away. A review of the design drawing indicates that the returned part was manufactured to drawing (03_010_045 revision h) since then there were two design changes to the drawing. Dco (10006339 for revision j, 7/25/07) was implemented to fortify the features of the tab. The method of use is likely to have led to reported complaint condition. The device is determined to be suitable for its intended use and the improvement realized via the rev. K dimensional fortifications will further serve to improve the devices reliability. All such insertion handle removal techniques are intended to be performed by using the slide hammer>hammer guide>driving cap connected to the proximal side of the insertion handle. The design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.